Event description:
The patient developed congestive heart failure and right lower lobe pneumonia following the ablation procedure using the investigational device. Per the investigator, the congestive heart failure was procedure related and possibly device related since 1400 mil of saline was infused through the investigational catheter during the course of the procedure. The right lower lobe pneumonia is procedure related but not device related.